Manufacturer narrative:
(B)(6).

Event description:
It was reported the coblator ii controller signaled an error message with loud beeping and blinking warning light. The procedure was completed using an alternate device/method. There have been no reported patient complications.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. Potential factors unrelated to the manufacture or design of the device which could have contributed to the reported event include: a power surge or power interruption to the subject controller, using an improper power cord or improper extension cord, or a loose power connection, an unexpected premature failure of an electronic component inside the subject controller. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.